Manufacturer narrative:
Sample was collected in a greiner vacuette li-hep plasma tube and centrifuged for 10 minutes at 3000g at 20º c. Sample was in an aliquot tube for initial run and first rerun and was re-centrifuged before retesting again. Qc is recovering within established ranges. Per customer, there are no 'instrument issues' and service was not requested.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneous elevated troponin (accutni) results generated by the unicel dxl 800 access immunoassay system for one patient. The erroneous results were not reported outside of the laboratory. Upon re-centrifugation, the sample was rerun and results were in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.